Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure, while drilling, the surgeon hit the nail and devices (insertion handle, cannulated screw, protection sleeve, drill sleeve, aiming arm for supratellar, titanium cannulated tibial nail, and drill bit) did not line up completely. The procedure was successfully completed with no surgical delay. No patient consequences. This complaint involves seven (7) devices. This is report 2 of 7 for (B)(4).

Event description:
Concomitant devices reported: nail (part unknown, lot unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.010.404, lot u280638: release to warehouse date: january 30, 2018. No non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. H3, h6: a product investigation was completed: upon visual inspection it was noticed that not all the reported devices were returned for possible functional verification. There were no defects noticed on the device itself. Not all the mating devices were returned, but the returned devices were put together and there was no issue in the interaction of the devices. The overall functional test was not performed as the mating devices were not returned. There were no issues identified with the returned device that could have caused the complaint condition, so the dimensional inspection was not performed. Based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint condition is not confirmed for the returned part. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.